Event description:
It was reported that the user experienced multiple middle-of-the-night low glucose events while using the ilet system, and the caregiver and patient encountered difficulty syncing data despite updated firmware and app; troubleshooting steps included restarting the ilet and phone, and guidance to delete and reinstall the app if syncing did not complete, with a follow-up appointment scheduled to review sleep time targets and use of fast-acting carbohydrates to avoid rebound hyperglycemia. Investigation included remote troubleshooting and user education. Further investigation of this case revealed that data synchronization stalled during upload and was addressed with device and app restarts and planned reinstallation, with no device malfunction confirmed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear and that the system functioned as designed pending further evaluation through training and settings review. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.